Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the caesarean section procedure, the sutures broke inside the body, causing the patient's wound to open and bleed. The surgical time was extended by more than 30 minutes and a secondary surgery was done to resolve the issue that led to extended patient hospitalization.